Event description:
The complainant has reported that a patient (age and gender unknown) underwent a therapeutic ercp in 2006. It was reported that during the procedure, "the cut wire broke". The cut wire was retrieved "although it did cause some trauma to the papilla." The procedure was completed with a different device. There was no other reported complication or ill effect sustained by the patient.

Manufacturer narrative:
This device has not been received by this manufacturer. Therefore, a failure analysis is not available, and we are unable to determine the relationship between this device and the cause for this event. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.